Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. -

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the string detached from the tampon upon removal and the tampon remained inside her body. The consumer manually removed the product without medical assistance.